Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced recurrence of incontinence, infection, hematuria, dripping blood, urge incontinence and urinary leakage. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.